Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely physical stress was applied to distal end, which led to the leakage. However, a definitive root cause could not be determined. User may detect the event by handling the device in accordance with the following instructions for use. "Inspection of the endoscope". User may reduce/prevent occurrence of the event by handling the device in accordance with the following IFU. "Leakage testing". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to a third party for evaluation. The device evaluation found that the distal unit had a leak, the angulation section protective rubber was worn, the protective rubber adhesive was loose / dented, the objective lens was scratches, the light guide lens was broken, the light fiber was out of range, the air / water channel had no color ring, the suction cylinder had no color ring, the distal lens wash guide had a contaminated border, the insertion tube was broken / the insulation was out of range, the main body cover was scratched, the light guide protective tube had a crease / was scratched, the light source connector was worn, the connector contact was sulfated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A distributor reported to olympus on behalf of the customer that the colonovideoscope had the following issues: a leak in the distal end; a contaminated, stained, and broken distal cover; a scratched objective lens; a chipped and scratched light guide lens; a contaminated lens sealant; the insertion tube was scratched, opaque, creased and broken; a scratched and stained grip body and control section; a contaminated biopsy port; a worn, opaque biopsy port gasket; knobs with play; suction and air/water cylinders without color ring; universal tube with scratches and slight creases; scratched electrical connector; wear of the light fibers by approximately 15%. The issue was found during reprocessing after a diagnostic procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as it was inadvertently submitted as a reportable malfunction. There were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported the colonovideoscope had the following issues: a leak in the distal end; a contaminated, stained, and broken distal cover; a scratched objective lens; a chipped and scratched light guide lens; a contaminated lens sealant; the insertion tube was scratched, opaque, creased and broken; a scratched and stained grip body and control section; a contaminated biopsy port; a worn, opaque biopsy port gasket; knobs with play; suction and air/water cylinders without color ring; universal tube with scratches and slight creases; scratched electrical connector; wear of the light fibers by approximately 15%. However, per the legal manufacturer, these issues are not likely to cause or contribute to death or serious injury if the malfunctions were to recur.